Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that during the index procedure and while inserting the delivery system the catheter kinked. During retrieval the femoral artery was perforated causing extensive bleeding to the patient. The perforation was caused by the kink on the device. No further information was provided.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (vessel perforation); lack of information (cause is unknown). Conclusion: lack of information (cause is unknown).